Manufacturer narrative:
A review of the logfile confirmed the error and that the system stopped working at 77%. No sample received for failure analysis. The reporter refused to provide further information. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported a scanner error message during a refractive procedure on a patient's left eye. Laser stopped 77% of the ay through the operation. System was rebooted and error message still occurred.